Manufacturer narrative:
Additional information: g5. H3, and h6. D5 is unknown. No information has been provided to date. Device evaluation: a device was returned for investigation. A visual inspection of the device found no discrepancies. During functional testing, the device was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a tear in the cuff. The reported failure was confirmed. The root cause cannot be established. A review of manufacturing practices was performed. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)corrected data: correction information: d1. E1 phone number.

Manufacturer narrative:
No information has been provided to date. Device evaluation: a device was returned for investigation. A visual inspection of the device found no discrepancies. During functional testing, the device was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a tear in the cuff. The reported failure was confirmed. The root cause cannot be established. A review of manufacturing practices was performed. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction information:

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: corrected information provided in d2.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that during a pre-use check, the customer noticed air was leaking from the cuff of a smiths medical endotracheal tube no patient involvement.